Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue persisted.